Event description:
During a ptca procedure, deflation difficulties were encountered. Following an inflation to unknown atms, the physician was unable to deflate the balloon. After repeatedly pulling negative and using suction, the physician was able to deflate the balloon for removal. The boston scientific sales rep indicated no further infomation was available on this procedure. No patient injury or complication was reported. Patient status is listed as "okay"